Event description:
Subsequent information received stating that the additional post-dilatation was performed because the stent was not fully apposed to the vessel wall. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult/partial deployment could not be replicated in a testing environment as it was based on operational circumstances. Difficult/partial deflation and difficulty/resistance removing the device from/through the guiding catheter could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In addition, the IFU states: safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis. Additionally, the IFU instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns, conquest pro 8-20, astato; inflation: everst medtronic; guide cath: 5.3 fr works jl3.5; other: 60% contrast diluted 1:1. (B)(4). (B)(4) - no pre-dilatation; incorrect anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using a right radial artery access approach during a procedure of the 90% re-stenosed, proximal to mid right coronary artery (rca) lesion, no predilatation was performed. The 3.5 x 15 mm xience prime stent delivery system (sds) was advanced and the stent implanted with 2 inflations using 18 atmosphere (atm) for 10 seconds. During attempted removal of the sds it was noted that the balloon remained partially inflated. The sds and guide catheter were pulled back to the aorta. The balloon was inflated and deflated in an attempt to rewrap the balloon tightly but without success; the balloon could not be fully deflated. The proximal shaft was intentionally cut but no contrast medium was drained from the sds. The sds and guide catheter were pulled back to the subclavian artery and a hard unspecified guide wire was used to puncture the balloon; contrast medium drained from the sds. The devices were withdrawn from the patient anatomy with no reported adverse patient effect. An additional post dilatation was performed using a non-abbott balloon catheter (bdc). There was no reported clinically significant delay in the procedure. No additional information was provided.